Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity and cerebral palsy. It was reported that on (B)(6)2024 the patient had a 07 event in logs where the pump went to minimum rate mode. There were no other events in the logs indicating an issue. The patient was more spastic and sweaty. It was reported that the patient is non-verbal but the care providers did notice the alarm and symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 663.8 mcg/day via an implantable pump for unknown indications for use. It was reported that according to a conversation the rep had with the clinical lead at the managing clinic, the patient reported a pump alarm and baclofen withdrawal symptoms around the (B)(6) 2024. The rep stated that the patient's mother first informed them of the pump alarm in the pre-op area, which was confirmed upon interrogation. The rep subsequently contacted the managing clinic to obtain details regarding the timing of the alarm and troubleshooting was attempted. There were no known environmental/external/patient factors that had led or contributed to the event. The rep stated that per the managing clinic, the patient presented at the clinic on (B)(6) 2024. The pump was interrogated and a critical alarm was noted on (B)(6) 2024 at 12:10 pm. The message seen was "error code 07 - critical alarm - pump defaulted to minimum rate (07)". Actions/interventions taken included the pump was reprogrammed at a visit mentioned above on (B)(6) 2024 and baclofen therapy was resumed. The patient's withdrawal symptoms resolved shortly afterwards. The rep stated that both the managing clinic and the patient's mother agreed to prophylactically replace the pump prior to eri/eos even though the pump resumed therapy after interrogating and reprogramming on (B)(6) 2024. The issue was reported to be resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included chronic intractable spasticity and cerebral palsy.

Manufacturer narrative:
For code upates. Pump: analysis identified prescription table corruption during the pump memory log analysis and the cause was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.